Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-01-15. Investigation summary: one open 32g x 4mm pen needle sample, one open polybag and two photos were returned from lot. No. 0070059, cat. No. 320136. Visual examination was carried out on the returned sample and it was observed that the shield was missing. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the sample returned was open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that the bd micro fine plus¿ insulin pen needle shield was missing. The following information was provided by the initial reporter, translated from japanese to english: "according to the customer's report, the shield was missing.".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd micro fine plus¿ insulin pen needle shield was missing. The following information was provided by the initial reporter, translated from (B)(6) to english: "according to the customer's report, the shield was missing."